Event description:
It was reported that the patient was having a magnetic resonance image (MRI) to look for an inflammatory mass. The inflammatory mass had not been confirmed. The patient was being tested because they experienced a decrease in therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).